Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample and a companion sample were received for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the companion sample did not reveal any issues. A leak test was performed on the blood side of the dialyzer with no issues found. A leak test was also performed on the dialysate side of the dialyzer, and the device was found to operate per specification with no leaks identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak alarm during dialysis therapy. The customer stated that two (2) polyflux dialyzers were used on the same patient, and both presented an internal blood leak during the same therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.